Event description:
It was reported that pump touchscreen was cracked and shattered after pump was dropped, and caller was no longer able to read or interact with pump screen. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to put damaged pump into storage mode and return it with a prepaid label, and was advised to program settings and connect continuous glucose monitor to replacement pump, which technical support arranged to provide under warranty.